Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked approximately 36.0 and 91.0 from the proximal end. The embolization coil had a distinct offset coil wind near its distal end. During functional analysis, the ruby coil was retracted into the introducer sheath but was unable to be advanced out of its distal tip. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. This damage was likely a result of forcefully advancing the coil against the resistance experienced near the tip of the non-penumbra microcatheter. This resistance was likely due to the tortuous anatomy mentioned in the complaint. Further evaluation revealed that the embolization coil had distinct offset coil winds in its distal region. This damage was likely a result of attempting to retract the coil after it had become pinned against patient anatomy or other devices in use. This damage would likely contribute to the resistance experienced by the physician. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician met resistance at a tortuous bend near the tip of the microcatheter. Consequently, the ruby coil pusher assembly became kinked after repeated attempts to advance against resistance. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils, additional coils and the same microcatheter. There was no report of an adverse effect to the patient.